Event description:
This was an emergent procedure. Verbal informed consent from the family was obtained as the patient was in an intubated state. Access was obtained in the right femoral artery under radiographic guidance. Selective left and then right coronary angiography was performed followed by the intervention to the left anterior descending artery (lad). At the end of the coronary intervention, an intra-aortic balloon pump (iabp) was inserted. The iabp fiberoptic wire was not registering for sensor. The team tried multiple consoles and had to change tubing 3x (slow or no flush) before getting everything to work. The procedure was subsequently concluded with no further incident. Per cardiac catheterization lab (ccl) manager: fiberoptic iabp have known failure of fios. Doctor chose not to use in manual mode. Two days later, patient underwent an urgent coronary artery bypass graft surgery (CABG) x4. Manufacturer response for system, balloon, intra-aortic and control, arrow (per site reporter). Given to the field representative by ccl manager. Ccl manager mentioned an emergency care research institute (ecri) report on this device.